Manufacturer narrative:
In the case description, the user mentioned having communication issues between the pods and the controller that prevented the delivery of insulin. Inspection of the android log files downloaded from the returned controller found no evidence of issues with insulin delivery. The phb data showed that the agc algorithm was able to adapt the suggested insulin appropriately based on egvs and user inputs. The system was able to respond as expected to missing cgm values and stretches of maximum insulin delivery. No evidence of communication issues between the pods and the controller were observed in the logs. The phb logs and audit logs show that the pod was able to send status updates every 5 minutes as expected, indicating that the controller and pod were in frequent communication. Evidence of communication issues between the cgm. The pod were observed and the pod timed out while searching for the cgm on the date of occurrence and encounter an unrecoverable tx error. The exact cause of this communication issue could not be determined. During the investigation, the controller was able to pair with an unused pod, receive egvs from a cgm tx emulator paired to the pod, program a 5u bolus, switch modes, and deactivate the pod with no issues. The exact cause of the reported communication issues could not be determined.

Event description:
It was reported that the patient went to the hospital and was diagnosed with diabetic ketoacidosis (dka). The patient's blood glucose (bg) values reached 500 mg/dl. For treatment, the patient was given insulin. The patient was discharged after 5 hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626. [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755. [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158.